Event description:
A customer observed negatively biased vitros psa and ahiv 1+2 quality control results on a single level of fluid while using the vitros eciq immunodiagnostics system. Patient sample results were not reported while quality control results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that negatively biased vitros psa and ahiv 1+2 quality control results occurred on a single aliquot of one level of quality control fluid. The customer retested a fresh aliquot of the quality control fluid and obtained acceptable results. No condition codes were reported by the vitros eciq system when the negatively biased quality control results occurred, and no analyzer malfunction was identified as a possible cause. No additional information was provided by the customer to aid in the investigation. There is no indication that the vitros eciq system or both the psa and ahiv 1+2 reagent lots are not performing as expected. The root cause of the event is unknown, however, pre-analytical error involving testing the incorrect control fluids cannot be ruled out.